Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat#: 64811131; mrh knee fem l rgt; lot#: eh3eh. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text: not returned to the manufacturer.

Event description:
Fracture of the femoral shaft from the mrh femur. Additional information: the stem with mrh femur was implanted properly in 2016, femur cemented, stem cementless. The patient complained of pain in 2023, so a revision was necessary. During this op. It was discovered that the femoral stem was fractured at the threaded attachment from the femoral component.

Event description:
Fracture of the femoral shaft from the mrh femur. Additional information: the stem with mrh femur was implanted properly in 2016, femur cemented, stem cementless. The patient complained of pain in 2023, so a revision was necessary. During this op. It was discovered that the femoral stem was fractured at the threaded attachment from the femoral component.

Manufacturer narrative:
Reported event: an event regarding disassociation and crack/fracture involving an duracon stem was reported. The event of disassociation was confirmed. Method & results: product evaluation and results: the duracon stem was returned for evaluation. Severe mechanical damage observed consistent with explantation. Clinician review: a review with a clinical consultant indicated "preoperative x-rays prior to index right knee surgery demonstrated windblown deformities of both knees with severe valgus deformity on the right an advanced varus deformity on the left. Postoperative x-rays show a modular rotating hinge tka in anatomic alignment. The femoral component is cemented. The femoral stem is pressfit. Prevision x-rays show that the femoral component has collapsed into valgus. The femoral stem position remains unchanged. This indicative of stem failure, fracture of the stem is not directly seen on x-ray review either than the malalignment of the stem and femoral component. It is confirmed that there was a failure of a mrh femoral stem with loss of fixation of the femur. The root cause of the stem failure cannot be determined from the documentation provided." Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: a review with a clinical consultant indicated "preoperative x-rays prior to index right knee surgery demonstrated windblown deformities of both knees with severe valgus deformity on the right an advanced varus deformity on the left. Postoperative x-rays show a modular rotating hinge tka in anatomic alignment. The femoral component is cemented. The femoral stem is pressfit. Prevision x-rays show that the femoral component has collapsed into valgus. The femoral stem position remains unchanged. This indicative of stem failure, fracture of the stem is not directly seen on x-ray review either than the malalignment of the stem and femoral component. It is confirmed that there was a failure of a mrh femoral stem with loss of fixation of the femur. The root cause of the stem failure cannot be determined from the documentation provided." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.